Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. It was also reported that the insulin gauge was inaccurate and static. Customer continued to use the same cartridge for insulin delivery. The customer's blood glucose level was 350 - 375 mg/dl.